Manufacturer narrative:
The unit failed active current measurement test. After battery installation, the unit powered up with a blank display due to corrosion in/around the battery connectors plus corrosion and rust inside the battery compartment and on the battery board underneath the battery compartment. After inserting a battery simulator into the battery compartment in an attempt to try to power up the unit, the unit drew greater than 2 amperes. Unable to perform the displacement, and self tests due to the blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump heating up and batteries were not recognized. The customer stated that the battery compartment was heating up. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.